Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device not returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a problem with the ventilator "exceeding manufacturer's limits". The problem didn't occur on a patient, but during preventive/check-up tests.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn. Please reference file mrn 9611178-2024-00072 for all details pertinent to this event.